Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace had a prompt stating to replace the instrument half an hour into the procedure. The customer attempted to reseat the instrument but it was still unrecognized. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no fragment that fell inside the patient's anatomy, and the patient has not returned to the hospital due to post operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a damaged teflon pad. A piece approximately 0.06" x 0.312" was missing. The instrument was also found to have scratch marks on the blade. The complaint was confirmed by failure analysis. Review of the provided image from the customer showed no visible damage to the instrument tip.